Manufacturer narrative:
The report of high impedance was confirmed. Analysis of returned extension b all internal wires were broken in the strain relief area. These fractures are consistent with an overstress condition or sudden event the extension was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing autoreducing and the system is shutting down. Diagnostics indicated high impedances. Surgical intervention took place wherein both extensions were explanted and replaced to address the issue.